Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) observed the flex cable to be stretched. The stretched cable could not properly engage the saw handpiece. The srt replaced the inner core and performed verification / release testing. The unit operated to manufacturer specifications and will be returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the flexible drive cable on the sternal saw was stretched. There were no reported adverse consequences to the patient.